Event description:
A customer reported that a system message displayed, indicating intraocular pressure incompatable during the procedure. The product was exchanged and the procedure completed with no harm to patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).